Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. Product development evaluation: the thumb nut/locking device that secure the segment one assembly to the measuring device is broken off where the base of the locking device is welded to the segment two assembly. The two parts remain fastened together and the nut can be rotated in either direction on the locking device until it hits the broken weld bead or staking in the threads. The weld around the bottom of the hole in the segment two assemblies appears continuous with good adhesion and looks homogenous. The weld at the base of the locking device also looks full and homogenous. The base of the locking device is not flat but is slightly angled to one side and the shaft appears to have started to deflect prior to breaking. The hole in segment two also has a corresponding area that shows yielding prior to failure of the weld. The weld at the base of the locking device that secures the segment two assemblies to the segment three assemblies has a large crack around 3/4 of the circumference. There is residue/water staining on the top surfaces of the measuring device. It appears that the thumb nut was not loosened as intended prior to attempting to rotate the segments. The excessive force used to rotate the segments because it was not loosened caused the weld to fail. The complaint condition is due to mis-use and therefore the complaint in invalid. Placeholder.

Event description:
Consultant reported one of the locking knobs broke of from the measuring device during a tfn nail procedure. Surgeon was able to hold device together by hand to do measurements, and complete the procedure. Nothing broke off into the wound, nothing to retrieve. This is report 1 of 1 for (B)(4).